Event description:
Plamsablade 4.0 device functioned as expected through the first part of a surgical case but when the device was activated later in the case the device would not activate or deliver any energy in cut or coagulation mode.

Manufacturer narrative:
Device expected to be returned to manufacturer but has not been received to date.